Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: complaint was verified in the pump history but not duplicated during testing. The black box shows unexplained power on resets on (B)(6) 2014. No damage found to returned battery cap or battery compartment. The returned battery cap contact measurements are in specification. Returned battery cap fully attaches to the pump with no yellow o ring showing. A 24hr duration test was successfully completed using the returned battery cap and returned cartridge cap; no power interruptions were duplicated. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.